Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reporter indicated that the customer does not take any medications.

Event description:
Caller reports daughter received results of hi (> 600 mg/dl) and 240 mg/dl within 10 minutes on (B)(6) 2013 using the aviva plus system. No actions taken based on device results. No adverse event reported. Additionally, caller reports daughter received results of 478 mg/dl, 120 mg/dl and 98 mg/dl within 10 minutes on (B)(6) 2013 using the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.